Event description:
Customer reported a leak occurred when using the coulter lh 750 hematology analyzer. The leak was described as 40-50 ml of clear fluid leaking from under the instrument. The instrument generated a "diluent low" alarm while running start-up. The leak was not contained within the instrument. The customer was wearing personal protective equipment consisting of a lab coat and gloves at the time of the occurrence. There was no reported exposure to mucous membranes or open wounds. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
On (B)(4) 2014, the field service engineer (fse) evaluated the instrument and discovered the needle vent line was disconnected at the needle cartridge. The fse cut and reconnected the vent line resolving the reported leak errors. While verifying the instrument, the fse later discovered that the reticulocyte results were recovering below range while running latron controls. The fse replaced the laser to allow for proper recovery of the ls preamp resolving the issue. Product labeling: coulter lh 750 hematology analyzer, warning-precautions_ (B)(4), beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).